Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated : b3; b4; b5; d2; e1; g1; g3; g6; h1; h2; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that a manipulation under anesthesia was performed with range of motion postoperatively achieved at 0-130° with no complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42522100911 - psn mc ve asf r 11mm 8-11/gh - 65336417. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total knee arthroplasty. Subsequently, at a follow up appointment approximately 6 weeks post-op, the patient had a flexion contracture with a range of motion of 21-93 degrees and underwent a manipulation under anesthesia. Attempts have been made and all available information has been provided.